Event description:
It was reported that pressure rated ext set bonded ss 8.5 had flow issues. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 22003e-07 batch no: 20109564 it was reported that there were two more defective sets.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that there were two more defective sets could not be verified due to the product not being returned for failure investigation. A device history record review for model 22003e-07 lot number 20109564 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036) has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20109564 regarding item #22003e - 07.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pressure rated ext set bonded ss 8.5 had flow issues. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 22003e-07, batch no: 20109564. It was reported that there were two more defective sets.